Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing got detached at tubing connector. The site location was patient's stomach and pump was located in the right pocket. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity.there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.